Manufacturer narrative:
Blank fields on this report indicate the information is unknown or unavailable. (B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
The initial information provided stated that the basket broke during tul. Another device was used to complete the procedure. There have been no adverse effects to the patient reported. Additional information provided on 25/jul/2016 after catching stone(s) with the basket during procedure of r-tul near u2 and u3 area, the device was caught on a narrow site of the urinary duct and could not be removed. The user applied strong force and the basket part broke/separated and remained inside the patient. Laser was used to fragment stones into smaller pieces and another device was used to remove the stone pieces and the remained basket head. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). This event is still under investigation at this time.

Event description:
The initial information provided stated that the basket broke during tul. Another device was used to complete the procedure. There have been no adverse effects to the patient reported. Additional information provided on (B)(6) 2016. After catching stone(s) with the basket during procedure of r-tul near u2 and u3 area, the device was caught on a narrow site of the urinary duct and could not be removed. Therefore, the user applied strong force, then the basket part broke/separated and remained inside the patient. Laser was used to fragment stones into smaller pieces and another device was used to remove the stone pieces and the remained basket head. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, manufacturing instructions, visual inspection and quality control was conducted on the returned device during the investigation. The returned device was reviewed and visual inspection revealed that the basket formation had separated from the rest of the device distal to the cannula. The basket formation showed slight deformation of one of the basket wires. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The device history record was reviewed and the data revealed that the listed non-conformance is not related to the reported failure. The reporter of the complaint indicated that during the procedure strong force was used and it was at this point that the device separated. The strong force that the device experienced could have been beyond the design of the product. The reported also indicated that the strong force was used when the device was caught in a narrow part of the patient¿s anatomy. The root cause is that a patient¿s anatomy and the size of stone being extracted contributed to potentially force beyond the design of the product being used. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.